Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the cannulated 2.5mm hexagonal screwdriver (product code: 314.29 lot no: 4074262) was received at us cq. The visual inspection of the received device showed that the handle was broken into pieces along the length from dowel pin. Few broken pieces were not returned at cq. Severe discoloration was observed at the handle and shaft components juncture. No other visual damages were observed on the device. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document specification review: the following drawings reflecting manufactured and current revisions were reviewed: cannulated hexagonal screwdriver for 3.5 mm and 4.0 mm cannulated screw cannulated hex screwdriver for 3.5/4.0 mm cannulated screw investigation conclusion: the complaint was confirmed for the received device as the handle component was broken. While no definitive root cause could be determined based on the provided information, it is possible that the handle component of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:314.29, synthes lot number: 4074262, release to warehouse date: 13mar2000, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: corrected physical manufacturer

Manufacturer narrative:
Reporter is a synthes employee. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The device was received, the investigation is in progress. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the device was clearly broken into 2+ pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated 2.5mm hexagonal screwdriver was found broken while putting the set back together post-surgery. There was no patient involvement. This report is for a cannulated 2.5mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).